Event description:
It was reported to covidien that there had been a "pressure area" on the forehead of a patient wearing a bis sensor in the prone position. The hospital stated that the patient had been in the prone position for over 14 hours. Hospital noted that patient had stage 2 pressure injury, partial skin loss, and therefore mepilex border dressing was applied to patient.

Manufacturer narrative:
(B)(4). Lot number is unknown. Therefore device manufacture date is unknown. Per bis quatro instructions for use: cautions: if skin rash or other unusual symptom develops, stop use and remove. Limited to short-term use (maximum of 24 hours). Note: upon removal, slight redness of skin may be seen and typically resolves within a short period of time. Covidien sales rep has visited the facility. It was noted that facility was reviewing pressure care in the or and had begun trying different foam headpieces to use when in prone position to support the head and relieve pressure at the bis sensor site.